Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported before using bd vacutainer® flashback blood collection needle there was foreign bodies on the cannula. This occurred seven times. The following information was provided by the initial reporter: when opening the package, it was found that the foreign bodies on the cannula. Patients and users were not affected.

Event description:
It was reported before using bd vacutainer® flashback blood collection needle there was foreign bodies on the cannula. This occurred seven times. The following information was provided by the initial reporter: when opening the package, it was found that the foreign bodies on the cannula. Patients and users were not affected.

Manufacturer narrative:
H.6. Investigation summary "material #: 301746; lot/batch #: 1323768. Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for foreign matter was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd determined that the root cause of the indicated failure mode for foreign matter was attributed to the manufacturing process. Corrective actions around cleaning have been made to help prevent foreign matter from getting into the product. This complaint lot has been manufactured before completion of these corrective actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text : see h10.